Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0tjag, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that they did not feel stimulation. The therapy was on. There were no medical procedures/electromagnetic interference (emi)/falls/trauma that could be related to the issue. The patient increased from 1.7 volts to 1.9 volts and felt stimulation in the correct area. It was also reported that the patient felt a sudden sharp pain near the implantable neurostimulator (ins) site. The patient thought it was a cramp. They were bending over when this occurred. Following the pain, the patient noticed a loss of therapy and the symptoms were how they were prior to the surgery. The patient was going to follow-up on their symptoms. The symptom reported was a loss of therapy. The patient requested an x-ray. This was considered a sudden change in therapy/symptoms. The indication-for-use (IFU) was bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Continuation: product ID 3889-28 lot# va0tjag serial# implanted: 2015(B)(6) explanted: product type lead product ID 3889-28 lot# va0tjag serial# implanted: 2015(B)(6) explanted: product type lead evaluation conclusion code pertains to both ipg 3058 interstim ll ((B)(4)) and tined lead, 3889-28, interstim (va0tjag). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer regarding the patient was feeling painful stimulation, uncomfortable stimulation. The patient stated they had pain and a loss of symptom control. The patient stated the interstim therapy worked great for a month. The patient had ¿excruciating pain¿ and pain at the groin and hamstrung area. The patient saw the healthcare professional (hcp) office every month for a year, but they were never able to get her symptoms controlled. The patient stated the manufacture representative (rep) tried ¿turning off two ports¿, but it didn¿t help. The patient stated sometimes when the manufacture representative (rep) would be making adjustments, the stimulation would hurt her worse and cause a lot of pain. The patient noted she saw two reps. The patient stated she wet herself and couldn¿t hold it. The patient stated she would feel the stimulation pulsing at her groin and her hamstring area and it bothered her. The patient stated the sensation would resolve when the she turned stimulation off, so after she was tired of having the stimulation programmed she just turned it off. The patient stated they asked the hcp to do an x-ray, but they never did and just had rep try reprogramming. The patient stated the hcp and reps never got back to them. The patient noted it was very lumpy back there from scar tissue or something. The patient noted they used to be able to feel the implant, but now she just felt the lumps. The patient noted in the last year it had worsened. The patient mentioned she had bent over and ¿it felt like the leads had ripped loose on the inside and it felt like the darn things were getting ripped out of them. The patient was going to seek a 2nd opinion regarding the system imaging. The patient stated the loss of symptom control, stimulation the wrong location, and pain began in (B)(6) 2015. The patient the lumps at the ins site began in 2017. The patient stated she had a sleep study conducted recently, during the study she woke up multiple times because she felt pain at the implant site. The patient noted she had been hurting there ever since when she moved in certain positions. The patient noted the interstim device had been off for some time. The patient noted the pain at the ins site began on (B)(6) 2018. There were no further complications that have been reported as a result of this event.